Event description:
Packaging contains label stating "caution. Please remove stylet prior to insertion." The problem is that the foley catheter cannot be inserted without the stylet. The purpose of the stylet is to guide the catheter's insertion.